Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose. The customer¿s blood glucose level was above 438 mg/dl. Customer reported that her pump was alarming that she was low and she drank apple juice each time it alarmed she was low. Customer checked her blood glucose and it was high so she bloused with the pump. Customer called 3 weeks ago with the same issue and was instructed to use a finger stick to treat blood glucose and not her pump reaffirmed that the customer should only use a finger stick to treat blood glucose and she stated she understood and she did not wish to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.